Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 17.5 diopter intraocular lens (iol) was implanted in the patient's left (os) operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to blurry vision, starburst shapes in lighting at night, and hyperopic surprise outcome. Patient's visual acuity pre-op was 20/100 and post-op is 20/30. Reportedly, there was no surgical intervention required and the lens was discarded. No further information was provided.